Event description:
The facility's biomedical technician reported an infusion pump that had infused too fast during patient use. The pump was programmed to infuse potassium at 63 ml/hr. It was reported that after 30 minutes the 50 ml bag had completely infused. The technician stated that an incident report has been filed. The hospital representative stated that there was no report of patient injury. Although attempts were made by baxter quality management to obtain additional information from the reporting facility, details were not available regarding patient demographics, status, or diagnosis, medical intervention, or concentration of medication involved.